Manufacturer narrative:
Device evaluation: the device was returned with all labels still intact. No physical damaged was found on the device. As a result of checking the log, it confirmed that there was a record of a continuous "high pressure" alarm. A function test was performed which did not confirm/replicate the reported issue. The event was not reproducible, so it could not make a decision. There was no root cause found. Preventively, replace the downstream sensor and the upstream sensor re-calibration. The device passed all functional/delivery tests. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. (UDI number) is unknown. No information has been provided to date.

Event description:
It was reported that during the use of the pump, a "high pressure" alarm went off. There was no patient injury.